Event description:
At a hospital, in a another country, five skintact w-vh01 ECG electrodes and a schiller recorder are used as a standard for 24 hour holter ECG. The skin is usually prepped with a ge contact spray suitable in particular for ECG suction electrodes. During summer (no dates were given) 15 female patients showed skin reactions described as blisters and sometimes bleeding areas underneath the adhesive area of the electrodes after such diagnostic holter procedures. The reactions were treated with wound cream ("etwas wundcreme"). The hospital stated that skintact electrodes and the ge spray had been used before without problems.

Manufacturer narrative:
Visual inspection, mechanical and electrical tests, all performed on retained and returned samples of the same lot, showed all electrodes to be well within limits. The gel's ph value of those samples was also measured and found to be well within limits. The manufacturing report of the gel lot used for the production of the claimed lot showed no irregularities. Furthermore, an explorative wear test using returned samples has been performed on one volunteer for 24 hours. The volunteer had no skin reactions. No other customer who have been using electrodes of the same lot have reported a similar incident (large quantity were sold to other customers). The hospital received a different lot of the same electrodes and continues to use these without any problems. No conclusion can be drawn as to what has caused this incident. Based on these results, we can only speculate a contributing parameter had been present in this hospital. The nature of the injuries points to the contact spray. As that spray had supposedly used before without problems, it might have been a new operator with deviating preping practice. It was not possible to verify this due to lack of details from the hospital. The initial report received on 6th of august did not indicate any serious injury. Only on september 24th, a completed questionnaire was received describing some wounds as bleeding. Although in doubt, whether these skin reactions would have caused permanent damage without intervention, we decided to report this incident.